Event description:
A 28 mm diameter x 16 mm diameter x 16.5 length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Pre-implant aneurysm and vessel morphology are unknown. The patient has a history of cardiac failure, hypertension, coronary artery disease, and severe bi-atrial enlargement with a poor ejection fraction. It was reported that the aneurysm developed a significant proximal type I endoleak and a distal type ii endoleak at the iliac artery attachment site. The aneurysm had increased in diameter to 7.5 cm. It was reported that the aneurysm neck was angulated and was greater than 28 mm in diameter. In order to ensure an adequate proximal seal, a talent cuff was ordered; however, the procedure was delayed because the patient was not stable enough for the procedure.